Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and high pacing thresholds causing loss of capture. The patient reported experiencing dizziness and syncope. Surgical intervention was performed and the rv lead was repositioned, however high thresholds were still observed so the lead was replaced. No additional adverse patient effects were reported.